Event description:
This spontaneous report was received on (B)(6) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using unflavored reach access daily flosser (route-dental, lot number and expiration date unspecified) once, for oral hygiene as recommended by the dentist because the consumer had very close spaced teeth and had trouble flossing in the back. After an unspecified duration, while flossing, the flosser got caught in the teeth and the entire head of the flosser snapped off inside the mouth. Also, while inside the consumer&apos's mouth, the entire replacement head detached from the handle. The consumer moved the head forward when the flosser head broke. The consumer tried to put the refills back on, but they would not attach to the flosser head. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 04-nov-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 22-sep-2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using unflavored reach access daily flosser (route-dental, lot number and expiration date unspecified) once, for oral hygiene as recommended by the dentist because the consumer had very close spaced teeth and had trouble flossing in the back. After an unspecified duration, while flossing, the flosser got caught in the teeth and the entire head of the flosser snapped off inside the mouth. Also, while inside the consumer's mouth, the entire replacement head detached from the handle. The consumer moved the head forward when the flosser head broke. The consumer tried to put the refills back on, but they would not attach to the flosser head. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on 20-oct-2014. Returned samples were received on 20-oct-2014, a reach access handle with orange grip and five white access heads were visually evaluated and met specification for appearance. The back card where the lot number was printed was not received. This report remains a reportable malfunction case in the united states. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 13-nov-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 22-sep-2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using unflavored reach access daily flosser (route-dental, lot number and expiration date unspecified) once, for oral hygiene as recommended by the dentist because the consumer had very close spaced teeth and had trouble flossing in the back. After an unspecified duration, while flossing, the flosser got caught in the teeth and the entire head of the flosser snapped off inside the mouth. Also, while inside the consumer's mouth, the entire replacement head detached from the handle. The consumer moved the head forward when the flosser head broke. The consumer tried to put the refills back on, but they would not attach to the flosser head. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on 20-oct-2014. Returned samples were received on 20-oct-2014, a reach access handle with orange grip and five white access heads were visually evaluated and met specification for appearance. The back card where the lot number was printed was not received. This report remains a reportable malfunction case in the united states. Additional information was received on 05-nov-2014. The consumer reported that the device was used as assembled from the box and the incident that occurred was not a result of incorrect product assembly. The consumer would inform the dentist of the incident as his staff endorsed the product to the consumer. The manufacturing related issues were reviewed and there was no issue found to be associated with the flosser head falling off during use. According to the information provided, the device was used as intended for treatment. The complaint investigation was closed with a disposition of undetermined. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2014. This closes out this report unless other additional significant information is received.